Event description:
Reportedly, on the implantation day (on (B)(6) 2011), the device was programmed in vvi mode at 40 min-1 with the following parameters; output 3.5v/0.35ms, sensitivity 2.5mv (spontaneous rhythm was observed at 55 min-1). Since the pt felt discomfort (twitching),the device was interrogated and found in standby mode. The device was then re-initialized through interrogation with the programmer software. The physician requested explantation about the switch to standby mode.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. Analysis report number (B)(4). Conclusion: the reported event was due to an interruption of the hotter memories programming on (B)(6) 2011 (the implantation day) because of telemetry errors (poor programming head position or premature removal of the programming head). This engendered inconsistent data written in device memory. The device defected the inconsistency and triggered the reported switch to standby mode. There is no further action to perform on this device; normal operations had been restored upon the second device's re-initialization. Normal f/u recommendations apply.